Manufacturer narrative:
Voluntary medwatch received mw5155835.

Event description:
It was reported via voluntary medwatch that the left ventricular (lv) lead exhibited over-sensing of noise. The lv lead remains in service. There were no adverse health consequences to the patient.